Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm and wanted insulin pump upgraded. Customer reported that insulin pump delivered half of insulin programmed and then received a no delivery alarm. Customer would return reservoir and infusion set for analysis.